Manufacturer narrative:
The reported event of the aveir ar released from the delivery catheter while the release button was still in place and intact was confirmed. As received, a complete catheter was returned in one piece with the valve bypass tool and protective sleeve covering the distal end. Visual examination noted the tether control knob was in aligned position, but the tether bullets were misaligned. X-ray examination found torque coil offset distal to the transition zone. Dimensional analysis was performed, and the tether bullet offsets were measured out of specification. The cause of the reported event was isolated to the tether bullet offsets being out of specification.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) prematurely separated from the delivery catheter after fixation. The lp measurements were stable and the lp was implanted. The patient was in stable condition.